Event description:
Customer reported that he tried to deliver bolus three times and insulin was not being delivered. Customer disconnected from the insulin pump and laid it on a piece of paper and put out ten units. Customer changed the entire set. Customer stated that his blood glucose value was 543 mg/dl. Customer reported that he never received the no delivery alarms. Customer stated that on another occasion his blood glucose was 463 mg/dl and he noticed the issue. The high pressure test could not be performed as the customer did not have the tubing clamp. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Insulin pump delivered boluses properly during testing. Boluses recorded properly in bolus history. Insulin units left on status screen matched units left in reservoir during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.